Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg failed to communicate with external devices post an unrelated procedure. In turn, the ipg was deemed inoperable. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was established post operatively.